Event description:
This is doctor and I are the training and logistics officer for the department of emergency services in hickory, md. We recently had a failure in one of our teleflex 45 mm 15 ga. Needle. Lot # is 6899597 and reference # is 9079p-vc-005. The hub could not be disconnected from the needle to allow the j line to be attached for infusion.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR files were reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant quality system requirements and specifications. This product has been manufactured and controlled by viant in accordance with the FDA qsr and iso 13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 02/2020 and is approximately 1 year old. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned for evaluation. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. No further action required at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
This is doctor and I are the training and logistics officer for the department of emergency services in (B)(6). We recently had a failure in one of our teleflex 45 mm 15 ga. Needle. Lot # is 6899597 and reference # is (B)(4). The hub could not be disconnected from the needle to allow the j line to be attached for infusion.